Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the transmitter would not power on. Upon opening the ac power adapter, burnt components were observed on the main circuit board and the inner casing; the damage was due to the high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis.